Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 278130002, implanted: (B)(6) 2011, product type: accessory; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported and confirmed the patient¿s implantable neurostimulator (ins) had flipped a second time. The patient never turns their stimulation off because if they were to turn it off at night, when they get up they wouldn¿t be able to walk. The patient felt their stimulation was ¿going down a little¿ so they used the patient programmer to turn it up and could feel stimulation. The patient also had to turn stimulation up because it was getting cold where they lived. The patient further mentioned their stimulation is running on at a low setting because if it is up on high it would wake them up at night. The patient was also hearing ¿humming in their ear when the implant is starting to go¿. After a previous revision the humming had stopped but they are now hearing it again.